Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 120 mmh2o. The valve was visually inspected: biological debris was noted inside the valve mechanism, as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve failed the test an occlusion was noted. The valve could was leak tested, up to the ruby ball, a leakage was noted from the needle holes in the needle chamber. The valve could not be reflux tested due to the blockage. The siphon guard could not be tested due to the blockage. The valve was dried. The siphon guard was removed. The valve could not be pressure tested, due to the blockage. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve product code 82-3182, with lot 134473 conformed to the specifications when released to stock in 2nd june 2017. The root cause of the problem found during investigation is due to the biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Shunt implanted and found not working. It was replaced with another.